Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument tube extension pad printing removed. An entire .184 wide section of pad printing had been removed from the tube extension. Evidence inconclusive, however the damage was likely due to mishandling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the pad printing removal could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, the orange sleeve on the monopolar curved scissors instrument was noted to be coming off. No fragments fell into the patient. There was no allegation of harm or injury to a patient.